Event description:
It was reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced a blown fuse on the dc distributor pcb. System operates as intended.